Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve steno-insufficiency, nyha functional class iii, dyslipidemia, hyperten sion, coronary artery disease, and renal failure (not on dialysis) underwent a procedure involving the vlv evolutfx-29. The patient had previously undergone carotid percutaneous transluminal angioplasty and was pacemaker dependent. Electrocardiogram abnormalities included atrio-ventricular block (avb) I and right bundle branch block (rbbb). The initial implant procedure took place on (B)(6) 2025, and a pacemaker was placed on (B)(6) 2025 due to complete heart block. The patient was discharged home on (B)(6) 2025 with no acute or late complications reported.